Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. The photo provided confirmed the reported defect. Retention samples were not evaluated for this complaint as the batch number is unknown. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Due to the severity of the reported condition there will be no further actions at this time.

Event description:
It was reported that while using the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter the safety shield came off after the patient's blood was drawn. The shield fell to the floor before the safety device was activated leaving the needle exposed. No medical intervention or injury.